Event description:
The customer, a biomedical engineer, reported the ventilator shut down while ventilating a patient. Respiratory therapy staff transferred the patient to a different ventilator without harm or injury. A remote service engineer advised the customer to review the error log. The biomedical engineer reviewed the error log and found a pressure regulation high error (ec 1009). Further information is pending.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened and a supplemental report will be submitted.